Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable thyrotropin (tsh) result for one patient on their cobas 6000 e601 analyzer, serial number (B)(4). The patient's initial tsh result was >100 uu/ml. The sample was diluted 1:10 and the result was 598.0 uu/ml. The customer performed a peg precipitation on the patient's sample. The sample was diluted 1:2 and tested on an e602 analyzer. The result was 15 uu/ml. The sample was then tested on an abbott analyzer, and the result was 20 uu/ml. The final result of 20 uu/ml was reported to the physician. The patient was not adversely affected by this event.

Manufacturer narrative:
The patient's sample was returned for investigation. No interfering factors were identified in the sample and the customer's results were reproduced.

Manufacturer narrative:
Further analysis of the patient sample using size exclusion chromatography, marco-tsh was identified in the sample. This interference is covered in the package insert.